Event description:
It was reported that during a retrosigmoid procedure, the staple line was not formed. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.